Event description:
The customer reported that their system failed to alarm for a patient that died on (B)(6) 2022 between 7 and 9 am. The device was in use and it was reported a patient died.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to troubleshoot the issue. The fse pulled the audit logs and reviewed them. The audit logs show many instances of critical red alarms being generated over the course of two hours and the hardware was confirmed to be operational by the fse. The customer did not specify what alarms were missed however the audit logs show many instances of different types of critical alarms such as desaturation alarms, asystole alarms, ventricular fibrillation alarms, and xbrady alarms. Below is a filtered audit log from the event to display critical alarms. Between 7 and 8 am there were many instances of spo2 inop alarms and ECG leads off alarms. There were also notifications that proved that the alarms were being silenced at the patient monitor as well as the central station indicating that the patients change in condition was known. There was no product malfunction. The reported issue of a missed alarm is not reflected in the audit log or with any hardware malfunction. The patient was in a critical condition for approximately two hours and many alarms were generated indicating that the customer was made aware to a change in the patients condition.